Event description:
Never had a dr order for the machine to begin with 1st machine did not last a year. I was without oxygen for over 2 hours. Second machine was used 259 hours on it and it quit within a week. The attached list of calls and messages left. Getting no response. (B)(6) said on (B)(6) 2019, a credit would be issued and a return ups sticker price this was sold to me with no dr order. I want a credit for the amount of the original machine and return this failed product. Do not want another one. I am now afraid of it and do not trust it or any other then would send. (B)(6) 2019 - (B)(6), (B)(6) 2019 (B)(6) 9:24am; (B)(6) 2019 (B)(6) 7:35 pm; (B)(6) 2019 (B)(6) 7:00 pm; (B)(6) 2019 (B)(6) 1:00 pm; (B)(6) 2019 (B)(6) 3:22 pm; (B)(6) 2019 (B)(6) 4:09 pm; (B)(6) 2019 (B)(6) 4:54 pm; (B)(6) 2019 (B)(6) 6:05pm; (B)(6) 2019 (B)(6) I left message at 5:06pm, no call back. On (B)(6) 2019 at 6:15pm, left message, no call back. On (B)(6) 2019 10:00 am, I left message - no call back.